Event description:
Cvvh in progress at approx 0815 when therapy interrupted by leaking membrane alarm. Blood leaking out from behind m60 circuitry. Therapy temporarily interrupted before new system setup. No apparent pt injury.